Event description:
It was reported that approx. 76 months after the implantation the eri status was detected.

Manufacturer narrative:
Device was explanted and returned for analysis. Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Subsequently, the ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical observation, the ICD showed the device status eri. The charge drawn from the battery was checked, and an inconsistency was found between the drawn charge and the measured battery voltage. Premature battery depletion was confirmed during the analysis. This device is affected by the safety corrective measure in the field, bio-lqc, that was communicated in march 2021.